Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring aspiration/add'l ballooning. Device issue: none. It was reported the initial stenting procedure occurred in 2008. During this first procedure the 3.0 x 12 mm rx vision stent was implanted in the proximal lad. Three days later, the pt returned and another co's stent was placed in the circumflex. Approximately about one month later, the pt returned to the hospital in cardiogenic shock due to thrombus in the rx vision. An aspirator and an unk balloon were used to treat the thrombus. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusions summation: prod performance engineering reviewed the incident info. Thrombosis is noted in the vision IFU as a known adverse event associated with coronary stenting. The thrombus may have caused the pt's blood pressure and heart rate to drop, leading to cardiogenic shock. These known pt effects are not necessarily an indication of a prod quality issue. In this case, a conclusive root cause could not be determined for the reported pt effects and their relationship to the vision stent, if any.